Event description:
According to the reporter: the white plastic at the end of the device frayed and produced shavings. Some of the shavings fell into the patient's cavity but was retrieved.

Manufacturer narrative:
Initial report submitted: 08/15/2008.